Manufacturer narrative:
04-feb-2022 product investigation results: product return was received and investigated. Investigation results showed that the defect was caused by leakage at sealing system. The cause for entered fluid is not manufacturing related.

Event description:
Consumer via e-mail stated that their oral-b io electric toothbrush made a "drilling" type of sound for 5 minutes and heated up really hot, starting by itself. They called the emergency operator, who suggested that they take the toothbrush to their balcony in a metal box covered with a metal dish. No injury was reported.

Event description:
Consumer via e-mail stated that their oral-b io electric toothbrush made a "drilling" type of sound for 5 minutes and heated up really hot, starting by itself. They called the emergency operator, who suggested that they take the toothbrush to their balcony in a metal box covered with a metal dish. No injury was reported.

Manufacturer narrative:
This report is being filed due to an alleged fire event. This report is being filled out of an abundance of caution. The reporter informed the company that the product has been discarded.